Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at ths time.

Event description:
It was reported that fluid leaked from the cartridge into the cartridge compartment. The user also mentioned that her blood glucose levels were elevated when she went to change the cartridge, but did not allege any symptoms or injury due to the elevation.